Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the had two blower misters that would not adjust correctly. The tank was changed and the devices still did not work. A replacement device from another lot was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).